Event description:
Boston scientific received info that pacing threshold testing revealed atrial pacing but there was no evidence of ventricular pacing. A right ventricular lead dislodgement was suspected and a consultation for a revision procedure was scheduled. A local area sales rep reported the revision procedure was successful and without complications. There was no report of adverse pt effects during this procedure. All available info indicates that this lead remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.